Manufacturer narrative:
Corrected information: b5, g3, h2, h6.

Event description:
During the atrial fibrillation procedure, while inserting the catheter into the body, it was noted that electrodes 1 and 3 were visualized as elongated and out of the heart resulting in a procedure delay. The signals and contact force were displaying appropriately. Troubleshooting of the issue included rebooting the tactisys, reconnecting the catheter, re-doing respiration, revalidating, restarting the study, rebooting the generator, reconnecting the ampere connection and the yellow/green tactisys cable, with no resolution. Three catheters were replaced, and the yellow/green tactisys cable was exchanged, with no resolution. The catheter was replaced a fourth time and a non-abbott cardiolab focus laser was used to complete the procedure with no adverse consequences to the patient. After the procedure was ended, field engineers tested the amplifier ablation ports. Ports 53 and 55 did not pass the tests confirming the amplifier was causing the issue. The amplifier was replaced.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrodes 1 and 3 met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. It was confirmed that the catheter was not the alleged complaint device for this event and no issues were found with the device during investigation. The communication issue causing the procedure delay is being reported via 2184149-2022-00297 and 2184149-2022-00296 involving the ensite x amplifier and ampere rf cable.

Event description:
Related manufacturing ref: 3005334138-2022-00678, 3008452825-2022-00723. During the atrial fibrillation procedure, while inserting the catheter into the body, it was noted that electrodes 1 and 3 were visualized as elongated and out of the heart resulting in a procedure delay. The signals and contact force were displaying appropriately. Troubleshooting of the issue included rebooting the tactisys, reconnecting the catheter, re-doing respiration, revalidating, restarting the study, rebooting the generator, reconnecting the ampere connection and the yellow/green tactisys cable, with no resolution. Three catheters were replaced, and the yellow/green tactisys cable was exchanged, with no resolution. The catheter was replaced a fourth time and a non-abbott cardiolab focus laser was used to complete the procedure with no adverse consequences to the patient.